Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy. When the shock button was pressed, the device would disarm the charged energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy. When the shock button was pressed, the device would disarm the charged energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly. The cause of the reported issue was determined to be due to a shorted diode, designator cr44 and shorted pins 1 to 13 of diode, designator cr30. This prevented the device from delivering defibrillation therapy.